Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 1.3, lab: 4.0; 1.5, 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3; reference: 4.0; mean: 2.65; confidence-limits: 1.7-3.8. Inratio: 1.5; reference: 2.1; mean: 1.80; confidence-limits: 1.2-2.3. Mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met. In-house replication testing with returned meter did not reproduce customer's observation. Meter functional test results did not indicate product deficiency. Pt conditions may have affected inratio test results. It was indicated that the pt is diabetic. As of 01/14/2010, four discrepant result complaints were reported for lot #221727 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established. Investigation results on unit (B)(4) and retained strip lot 221727. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 221727 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.